Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received notice of a medwatch user report which reported the following information: customer reported developing a staph infection while wearing the adc freestyle libre 14 day sensor and the sensor "never gave an accurate glucose reading". The customer reported removing the sensor after 5 days of wear. It was further noted in the report that the event report type as ¿serious injury¿ and it occurred on (B)(6) 2019. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensor was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received notice of a medwatch user report which reported the following information: customer reported developing a staph infection while wearing the adc freestyle libre 14 day sensor and the sensor "never gave an accurate glucose reading". The customer reported removing the sensor after 5 days of wear. It was further noted in the report that the event report type as ¿serious injury¿ and it occurred on (B)(6) 2019. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Initial reporter phone # populated as +1(000)000-0000 to ensure successful electronic submission of MDR. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of a medwatch user report which reported the following information: customer reported developing a staph infection while wearing the adc freestyle libre 14 day sensor and the sensor "never gave an accurate glucose reading". The customer reported removing the sensor after 5 days of wear. It was further noted in the report that the event report type as ¿serious injury¿ and it occurred on (B)(6) 2019. There was no report of death or permanent injury associated with this event.